Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one-to-one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is female/60 years old. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: pseudo-vagal responses elicited by cryoballoon ablation. The journal of innovations in cardiac rhythm management. 2023; 14(12):5690¿5696. Doi: 10.19102/icrm.2023.14123 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding factors and triggers that contribute to blood pressure and heart rate changes during cryoballoon ablation. The authors described one patient who experienced hypotension and bradycardia, suggestive of a vagal response. There were other patients that experienced hypotension and it was transient, not accompanied by bradycardia or atrioventricular block. The status of the catheters is unknown. No additional adverse patient effects were reported.